Event description:
It was reported that a patient was monitored with delta xl in ccu. The delta xl rebooted itself. In addition, it is suspected that the issue might be caused by a worn out pod cable. The date/time of the event is (B)(6) at 09:51. The suspected pod cable is available for investigation. There was no patient injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.